Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with stage 3 kidney failure and diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 24 and 36 hours on the arm. The patient stated that on sunday (B)(6) 2021 they replaced that pod but the adhesive backing folded over and stuck to itself. They stated they attempted to unpeel it and place it on their arm. The patient stated that it did not stick to the arm and they could feel insulin dripping. They then stated they placed another pod but said somehow the cannula came out of their skin and they could feel insulin on their skin. They did not have any more pods because of the 3 failed attempts. At this point the patient went to the hospital. The patient was treated with intravenous therapy with fluids and other medications. The patient was prescribed the following medications: ferrous sulfate 325 mg, 1 tablet every other day. Bumetanide: 2mg, 2 tablets twice daily. Sevelamer: 800 mg, 1 tablet by mouth 3 times daily.